Event description:
It was reported the patient's pump had a motor stall occur after magnetic resonance imaging (MRI) exposure which resulted in a false motor stall/telemetry stated related to MRI. The patient had an "mrt" (magnetic resonance tomography) performed on (B)(6) 2015, and there was no telemetry of the pump after. On (B)(6) 2015, logs showed an error message "stall very long, inner tube could be damage¿". Logs revealed a motor stall occurred on (B)(6) 2015 at 17:24, a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 17:24 and a motor stall recovery occurred on (B)(6) 2015 at 14:18 (more than 48 hours after the stall was recorded). The pump was programmed on (B)(6) 2015 with a new dose and afterwards, the motor stall recovery message was in the log files. There were no patient symptoms reported, and no audible pump alarms occurred. The pump was used to deliver morphine and lioresal (baclofen).

Manufacturer narrative:
(B)(4).